Manufacturer narrative:
(B)(4). Mfg site name - (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, the clip was difficult to release from the catheter even the handle was squeezed very hard. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). A visual examination of the returned device noted that the clip assembly was half deployed, and the clip was not returned with the device. The yoke which was still attached to the control wire was then actuated and deployed. A kink was noticed in the control wire. This failure occurred outside the patient and is likely due to handling of the device without direct patient contact. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device was manufactured in accordance with the device master record. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, the clip was difficult to release from the catheter even the handle was squeezed very hard. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.